Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified iliac. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres for 3 seconds, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported.